Manufacturer narrative:
Section b5: the patient's epistaxis is reported under MFR # 2916596-2020-04997. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential risk and adverse event as well as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 there was thrombus attached to the aortic valve seen on tte (transthoracic echocardiogram). The patient was put on warfarin without aspirin. Aspirin was ceased early post vad due to epistaxis. Inr (international normalized ratio) was 3.7 on (B)(6) 2020 and 3.5 on (B)(6) 2020. The patient's normal dose is 3.5 mg daily. The site planned on 100mg aspirin daily to start, warfarin dosage as 3mg and alternating 3.5mg over the weekend ((B)(6) 2020), and changing the goal inr to 2.5-3.5.